Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Smartablate remote (model # unknown serial# (B)(4)). Soundstar eco catheter (model#m-5723-18 lot# unknown) (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 500cc of fluid was removed from the pericardial space. The patient was transferred to the critical care unit for observation. Additional information was received on the event. A transseptal puncture was performed with a baylis standard needle. Anticoagulation was given to the patient and maintained at 300-350s with the last recording of 333s. Approximately one hour and fifteen minutes of ablation was performed within the left atrium for pulmonary vein isolation (pvi). The effusion and drop in blood pressure was noted one hour and ten minutes after the last ablation lesion was delivered, but during the final pvi testing with adenosine. No ablations were being performed at the time the injury was noted. The exact site of injury is unknown; however the physician performed 30 second applications at each site throughout each pulmonary vein. The power was titrated during ablation and it reached its target setting within one to two seconds. Settings during the event include: irrigation flow setting 17ml/min for below 30w & 30ml/min for above 30w / st. Jude 8.5fr agilis sheath was used. There were no error messages observed on biosense webster equipment during the procedure. The patient did require one extra day of hospitalization for observation. The patient has fully recovered. The physician's opinion regarding the cause of this adverse event is that this is procedure related and it may have been due to a slow leak from the radiofrequency application.

Manufacturer narrative:
(B)(4). It was reported that a patient, 62 years old, female, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/22/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).